Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device had exposed power cord wire. There was reportedly no patient involvement. The fse evaluated the device on site. The power cord wire was exposed. The power cord was replaced. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power cord. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The power cord was replaced along with the power supply as a preventive measure to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.